Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient had a shocking sensation on her way out of a (B)(6) store. Patient also reported that it got sore after that. Patient turned the device way down to 1.0v and was fine now. Patient also reported that a few weeks ago they started going to the bathroom frequently. Patient also mentioned that their patient programmer had a splash screen. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that ever since the patient went through (B)(6) security the stimulation has been too strong on the normal screen. The patient reported they turned off the stimulation two nights ago because it was so strong. The patient noted they had to lower to .8 as the stimulation was too high. The patient reported three weeks after, the device wasn't working like it was so the health care physician (hcp) told the patient to try different programs and stated the (B)(6) incident. There were no further complications reported/anticipated.